Event description:
Patient exprienced slow healing wounds at incision site and a seroma. Two months after surgery, incision site was 80% healed and the physican drained excess fluid. Three months after surgery, patient returned to the physican where necrotic tissue was found. Necrotic tissue was deemed to be non-infectous and was removed around implant. Patient has not seen physican since then.the seroma at incision site is believed to have delayed healing and caused pressure on the blood vessels leading to poor circulation and dead tissue (necrosis).